Manufacturer narrative:
An event regarding periprosthetic fracture of the pelvis involving a custom peri-acetabular reconstruction prosthesis was reported. Clinician review of the medical records provided indicated that a disassociation between the stem taper and metal head component had also occurred. The event was confirmed based on review of the medical records provided by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned, it remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: beyond the reported iliac wing fracture, there is the problem of dislocation between femoral component and pelvic prosthesis with apparent disassociation between femoral head and angle adapter to the femoral stem. This instability problem is likely caused by the lack of soft tissue stabilising structures around the connection between femoral and pelvic components. [...] These problems are to a certain degree unavoidable given the requirements for radical resection of malignant tumours and are thus procedure-related even though the surgeon can¿t help the problem. Device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar reported events for the reported lot. Conclusion: based on clinician review of the medical records provided the disassociation between the stem taper and the metal head component was confirmed however it is not possible to determine the exact cause of the event. Clinician review indicated beyond the reported iliac wing fracture, there is the problem of dislocation between femoral component and pelvic prosthesis with apparent disassociation between femoral head and angle adapter to the femoral stem. This instability problem is likely caused by the lack of soft tissue stabilising structures around the connection between femoral and pelvic components. [...] These problems are to a certain degree unavoidable given the requirements for radical resection of malignant tumours and are thus procedure-related even though the surgeon can¿t help the problem. Further information such as device evaluation would be required to further investigate this event to determine a definitive root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported "patient's pelvis fractured above the saddle during physical therapy and will have to be revised. Beyond the reported iliac wing fracture, there is the problem of dislocation between femoral component and pelvic prosthesis with apparent disassociation between femoral head and angle adapter to the femoral stem."